Manufacturer narrative:
A system checkout was completed. The system was able to pass all testing and the issue was unable to be duplicated. The gantry and door alignments were checked and properly aligned. Codes b01,c19, d14 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system's pendant showed that the door was open even though it was closed around the patient. The surgical team had to manually open the door to get the gantry opened again. Once the system was opened it performed normally and the site was able to use it for spins on a different case. There was no impact on patient outcome. [Procedure type requested, length of extended surgical time requested]. 2022-apr-19 (rep): additional information was received. The surgical procedure was a si joint fusion. There was no surgical delay and the patient demographics were provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system's pendant showed that the door was open even though it was closed around the patient. The surgical team had to manually open the door to get the gantry opened again. Once the system was opened it performed normally and the site was able to use it for spins on a different case. There was no impact on patient outcome. Additional information was received. The surgical procedure was a si joint fusion. There was no surgical delay.